Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. Patient was well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a longevity estimation anomaly was confirmed in the laboratory via review of the device image. Based on all available parameter and usage information, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported longevity estimation anomaly was a programmer software anomaly that caused an overestimation during the mid-life of the battery.